Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had complained of increased pain and experienced less than 50% therapy relief. Due to the patient¿s complaints of increased pain an intra-operative catheter dye study was performed. It was noted that an x-ray was done. The patient had been scheduled for a catheter revision on the day of the report; however, the reporter stated, the actual intra-operative procedure was a catheter dye study and no incisions were made on the patient due to easy aspiration of 3ml of clear fluid from the catheter access port (cap), clear intra-operative myelogram, catheter placement verified and intrathecal. There was no alleged product issue. The cause of the patient symptoms was unknown. Pump logs indicated that the patient¿s dose was increased on 2014 (B)(6). Patient status at the time of the report was alive with no injury. The device system delivered morphine. It was later reported that the issue was not resolved. The patient was to be scheduled for a pump/catheter revision. Additional information has been requested but was not available at the time of this report.